Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653 batch#: unknown it was reported by customer that bd 50ml syringes have condensation inside the top of the syringe inside packaging. Previously report on sims (B)(4). Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Hospital complaint reference #: sims event #: (B)(4). Customer (hospital) name: (B)(6). Customer address: (B)(6). Contact name: (B)(6). Phone: (B)(6). E-mail: (B)(6). Correspondence language: english cat# of product being complained: bd309653 description of product: syringe 50ml luer-lok tip ster 40ea/bx 4bx/ca lot or s/n: (B)(6). Complaint category: damaged / broken reportable: no incident date: (B)(6) 2023 hospital complaint reference #: sims event #: (B)(4). Details of complaint (reported issue): bd 50ml syringes have condensation inside the top of the syringe inside packaging. Previously report on sims (B)(4). Complaint noticed: prior to use problem frequency: a few times customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 1 ea samples available? No is customer requesting an rga?: no return qty:

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 2362081. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
No additional information received. Material#: 309653 batch#: unknown. It was reported by customer that bd 50ml syringes have condensation inside the top of the syringe inside packaging. Previously report on sims 536985. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Hospital complaint reference #: sims event #: 580276. Customer (hospital) name: (B)(6). Correspondence language: english. Cat# of product being complained: bd309653. Description of product: syringe 50ml luer-lok tip ster 40ea/bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: damaged / broken. Reportable: no. Incident date: 13 dec 2023. Hospital complaint reference #: sims event #: 580276. Details of complaint (reported issue): bd 50ml syringes have condensation inside the top of the syringe inside packaging. Previously report on sims (B)(4). Complaint noticed: prior to use. Problem frequency: a few times. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Return qty: